Manufacturer narrative:
H4: the lot was manufactured from november 17, 2021 - november 18, 2021. H10: forty-two (42) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed which observed a loose, white, polymeric appearing particle, morphologically consistent with fill port material in the wall of the fill port interior wall of 2 samples only. The reported condition was verified in 2 samples; however, not verified in the remaining 40 samples. The cause of the particle matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particular matter in the injection port of forty-two (42)1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: the event occurred from (B)(6) 2022 to (B)(6) 2022 should additional relevant information become available, a supplemental report will be submitted.